Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed to deliver a pulse. The cause for the test failure was isolated to an out of tolerance r781 resistor on the monitor c/a board. The root cause for the out of tolerance r781 resistor could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming functional testing (pulse test failure). The last patient to use this monitor did not report any deficiencies.